Event description:
The pt experienced infection. The pump was explanted and not replaced. The pump delivered morphine and bupivicaine. The pt would not have another pump implanted. Per the reporter, the pt's "recovery" was not possible due to cancer.

Manufacturer narrative:
(B)(4).